Event description:
"Caller alleged imprecision with inratio meter and discrepant results compared to another test. Results as follows:" date: 2009. Inratio: 1.1. Coagucheck: 2.7; 2009. Inratio 2.5. ---.

Manufacturer narrative:
In 2009 - inratio precision data provided by end-user lot for inratio meter: date: 2009; 1st inr = 1.1; 2nd inr = 2.5. (Omitted coagucheck result (inr = 2.7) since it is not a product of hemosense). Mean 1.8; sd 1.0; %cv 1.0. The 1.0% cv is less than 20%, inratio meter result passes the criteria for precision. Hence, no further testing is required at this time. As of 2009, the meter is not expected to be returned. Hence, no further investigation is possible without product return. No corrective action required as no product deficiency was established.